Event description:
It was reported that this right atrial (ra) lead became dislodged one day after it was implanted, with the dislodgment confirmed by x-ray imaging, so it was repositioned and remains in service. No additional adverse patient effects were reported.